Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, surgical conversion, and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a chronic type b aortic dissection with aneurysm measuring 58 mm in diameter. The left subclavian artery was embolized and intentionally covered by the proximal endoprosthesis (tgu404020j/13763167). Blood flow to the false lumen was successfully excluded, and the procedure was concluded. On (B)(6) 2016, the patient presented emergently to the facility with a retrograde type a dissection. According to the report, the partially uncovered stent on the proximal endoprosthesis created an entry tear on the posterior wall of the aortic arch. On the same day, a total arch replacement was performed to repair the retrograde type a dissection. The proximal portion of the stent graft system was explanted, and the distal end of a vascular graft was anastomosed to the portion of the endoprostheses left in the patient. The surgery was concluded. However, left hemiplegia, decreased level of consciousness and multiple cerebral infarction were reportedly observed postoperatively.

Manufacturer narrative:
Computed tomographic (CT) images were received by gore from the facility and an imaging evaluation was performed. The CT scan dated (B)(6) 2015 showed an unresolved endoleak that appeared to be in the area of the ostium of the lsa. Study images dated (B)(6) 2016 showed a new retrograde type a dissection (rtad) originating around the level of the lsa and extending throughout the ascending aorta. Due to the quality of the images, an entry tear was not able to be identified. Surgical repair of the ascending aorta was performed and the follow-up CT scan dated (B)(6) 2016 showed no endoleak in the descending thoracic aorta, a repaired ascending aorta, and a new dissection in the right subclavian artery. No definitive cause of the rtad was able to be identified from the images provided. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, surgical conversion, and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).